Manufacturer narrative:
There was no report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. The bag to vent switch was recommended for replacement to resolve the issue.

Event description:
The hospital reported a malfunction that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.